Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3 h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the head of the connecscr f/va locking ppfx greater troc was stripped. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The screw was assemble with the mating device. No other issues were observed. However, there is no indication that a design or manufacturing issue has caused the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional evaluation was performed and met the specifications. The disassembly process was carried out without problems, it was possible to remove the screw and the devices could be disassembled. The overall complaint was confirmed as the observed condition of the connecscr f/va locking ppfx greater troc would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 02.221.180, lot: 552p380, manufacturing site: raron, supplier: (B)(4), manufacturing date: 05.01.2022. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sales rep was doing a demo with a surgeon, showing him the va ppfx system. The sales rep attached the greater trochanter ring plate onto a proximal femur plate as a demonstration. At the end of the demo when rep went to disassemble the two plates, the t15 recess on the connecting screw of the greater trochanter ring plate stripped. The rep was unable to separate the two plates now. There was no patient consequence reported.